Manufacturer narrative:
The actual sample from the reported event was returned for evaluation. Visual examination of the device revealed a separation of the molded head from the tubing (tearing at the bonded location where the molded head and tube were joined). Testing of the sample revealed the device could not be filled with the suggested amount of water due to the splitting of the tubing. The reported event could be confirmed as reported: tube break; however, the root cause is undetermined. The device history record for lot 30153620 was reviewed and the product was produced according to product specifications. All information reasonably known as of 09 jan 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
FDA user facility medwatch report FDA mw (B)(4) reported, the tubing of the patient's percutaneous endoscopic gastrostomy (peg) tube snapped off at the hub during feeding. The tube had been in place for (2) two weeks; the surgical team to come to the bedside to replace it; there was no reported injury to the patient who could only receive nutrition through bolus tube feeding. Additional information received 04nov2022 reported, the infant was discharged and was slowly progressing.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 28 nov 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.